Event description:
Sales rep was made aware of an adverse outcome following a revision procedure. Pt has a challenging condition and dates of surgeries include (B) (6) 2006, (B) (6 )2007, (B) (6) 2008, and (B) (6) 2009. Images show that both the iliac screws placed in the pt this past (B) (6) have fractured below the screw heads. At this time no action has been taken to address this issue.

Manufacturer narrative:
Surgeon reported that the breakage was due to the pt anatomy, and he did not consider this to have been a device related malfunction. Pt's anatomy is such that her sagittal balance is extremely poor. Her condition is very challenging.